Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant request form was received for the patient's right proximal tibia. Noted on the form: "stanmore implant that was implanted 30 years ago, 2004 tibia was loose and was revised, today tibia is loose again. Femur still well fixed." . X-rays and records (in (B)(6)) were provided. Update: "patient reported a very limited flexion-extension (80-5-0), instability and pain. Radiolucent lines on the tibia a visible on the x-ray."

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding loosening involving a patient specific, proximal tibia was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a distal femoral replacement which was originally inserted in 1989, and the tibial component was revised in 2004. The surgeon reported the loosening of the tibial component. The CT image provided shows that the tibial bone has undergone massive remodelling, resorption and lesion. There were remarkable radiolucent lines and fragments of cement mantle. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant request form was received for the patient's right proximal tibia. Noted on the form: "stanmore implant that was implanted 30 years ago, 2004 tibia was loose and was revised, today tibia is loose again. Femur still well fixed." . X-rays and records (in german) were provided. Update: "patient reported a very limited flexion-extension (80-5-0), instability and pain. Radiolucent lines on the tibia a visible on the x-ray." Update: "the patient reported with pain to the surgeon¿s office, assessing the x-rays the surgeon assumes that the tibial implant is loose to the bone. However that can only be confirmed intraoperatively".